Manufacturer narrative:
(B)(4). When reviewing similar reported events, we haven't found any cases with similar fault descriptions. Device and environment were examined by the tech visiting the site. The overall appearance of the carino was defined as good. There were some minor malfunctions which came from lack of maintenance of the device. This means that carino was not up to specification at the time of the event, although we were not able to find any deficiency with the device that could be relevant to the event description. The device was being used for patient handling and in that way contributed to the event. The resident fell from the carino chair when he was transported to the bathroom for the shower. The tech visiting the site was able to recreate the incident as it was possible to tip carino on the slope transition of the shower area.

Event description:
It was reported by the co rep: "one caregiver was pushing the resident to the shower. The resident was not wearing a safety belt at any point during the transfer. When the front wheels of the carino were just inside the shower room the carino tipped forward and the resident fell out of the chair into her right side ( the resident had right side hemiplegia that may have been a factor in how she fell). The carino did not land on her through it is not clear if the resident's leg contacted the base of the carino in the fall. The resident was admitted to (B)(6) but no fractures were diagnosed. She returned to (B)(6) at 4:15 am of (B)(6) 2014." The hosp report indicated bruising to the lateral part of her left ankle and a portion of her left big toe. A staff member stated that there was some bruising developing on her left hand as well. No fractures were indicated.